Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the display was dim. It was reported that there was no evidence of moisture or corrosion in the pump and the screens can be read/maneuver safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/10/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged dim display issue could not be fully investigated and no conclusion could be drawn. The pump powered up to a blank display screen with auditory and vibratory features. The remaining testing could not be conducted due to the blank screen. Pump casing was opened and a cracked display screen was found. A clear and legible display was restored when the pump display was replaced with a test display screen. Unrelated to the complaint, a battery compartment crack was found below the grip pad.